Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The 2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
After further investigation, it was found that 4 of the pending devices experienced unexpected height adjustment, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 6 to 2. 2 devices are still pending evaluation.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was 1 event with patient involvement; no adverse consequences were reported.